Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0189405 for foreign matter in syringe. This is the 1st related complaint for foreign matter in syringe on lot # 0189405. A review of the device history record was completed for batch# 0189405. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that at least one bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: material no:320440. Batch no: 0189405. This batch of insulin needles I got, over half of them had a small amount of clear liquid in them right out of the package. They are 3/10ml8mm 31g lot# 0189405 a I am unable to use these, as 1. I don't know what the liquid is, and 2. I am using them for a very small amount of insulin, and having another substance in there will throw off the amount of insulin administered.